Event description:
Patient experienced hypersensitivity with abscess formation 6 weeks after first treatment with bovine collagen. Physician treated, at first, with an assortment of oral antibiotics, which were all ineffective, since there was no infection. No further treatment has been prescribed since the diagnosis was changed from infection to hypersensitivity.